Event description:
Based on care lab data it was reported that on the same day following a successful procedure at the left internal carotid artery-ophthalmic (c6 segment), the procedural dsa (digital subtraction angiography) imaging showed that the subject stent had migrated by 6 mm, but this did not result in incomplete coverage of the aneurysm neck. No additional information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 - gtin - corrected . D4 lot # - corrected . PMA/510(k) - g4 - corrected . Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. While the device was not returned for analysis as it was implanted, it is most likely that procedural or anatomical factors encountered during the procedure resulted in the stent dislodge/migrated. An assignable cause of undeterminable will be assigned to the as reported ¿stent dislodged/migrated¿ as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
Based on care lab data it was reported that on the same day following a successful procedure at the left internal carotid artery-ophthalmic (c6 segment), the procedural dsa (digital subtraction angiography) imaging showed that the subject stent had migrated by 6 mm, but this did not result in incomplete coverage of the aneurysm neck. No additional information is available.